Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber pta catheter ruptured. It was unknown how the procedure completed but the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The patient&#38112;vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product will not be returned for analysis.

Manufacturer narrative:
It was reported that a saber pta catheter ruptured. It was unknown how the procedure completed but the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review of lot 17454176 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. According to the instructions for use (IFU), ¿the compliance table incorporated with the product shows how the balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.